Event description:
Caller reported potential false negative troponin I (tni) results on triage cardiac panel vs beckman dxi. A patient was admitted to the hemodynamic department and submitted to ami treatment. Her clinical diagnosis was ami stemi.

Manufacturer narrative:
Product support tested in house donor samples and in house calibrators (positive and negative controls) on retain samples from the lot listed in this complaint. No low bias was observed. All data points for tni recovery with calibrator h were within the mfg range. The customer did not return any samples for testing. Product support was unable to verify the customer's complaint. Product support could not rule out any sample specific or environmental factors that may have affected analyte recovery. A review of mfg release data showed final results to be within specification. No corrective action required at this time as no product deficiency was established.